Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient needed a new charger because hers was not working. It was reviewed with the patient that the charger was working if she saw the recharging screen and that a new implantable neurostimulator recharger (insr) would not resolve the issue. The patient reported recharging too frequently. It took the patient six to seven hours to charge and she got four to six coupling boxes but the charge just barely got to 50%. It was noted that it did not event reach 50% as that portion was flashing. The patient stated that she had been troubleshooting with a manufacturer's representative (rep) and nothing helped. The patient had just recharged her device the day before and it did not hold the charge longer than a day and it stopped stimulating. The patient normally charged one to two hours once a week. Additional information received from the consumer reported that the patient insisted on trying a different charger to see if it would help with the recharging issue. The patient stated that she used to charge every week and never had issues. She used to get six bars right away and it would charge the implantable neurostimulator (ins) right away. At the time of the report, the patient could not get the ins to charge and it took her one to two hours to find two coupling bars. The patient said that she might get four bars, but the ins charge did not get to 50% and did not get past 25%. It was noted that on (B)(6) 2015 the patient stayed on the charger for six hours and on (B)(6) 2015 for two hours. On (B)(6) 2015, the device showed it was charged, but on (B)(6) 2015, she had no charge left and since then she was able to get past 25% charge. The patient confirmed that she was looking at the right icon and she was looking at the ins battery icon in the middle row and it was flashing. The patient said no settings were changed. It was reviewed that it was unlikely that the issue was related to the equipment. The patient's pain returned on (B)(6) 2015, all of a sudden. This occurred when the ins stopped. The patient went to charge and had zero battery. The insr was not getting a charge from the desktop charger (dtc). The patient charged the insr for six hours and still only had a 1/4 charge on the insr. A replacement dtc was sent. No outcome was reported regarding this event. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.